Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the head up valve solenoid. The technician replaced the valve solenoid to repair the bed.